Manufacturer narrative:
Product analysis : analysis confirmed customer comment of telemetry issues. Telemetry was intermittent with provided radiofrequency (rf) head. Provided head also failed uplink tests. Replaced rf head cable. Rf head upper case lens cracked. Replaced rf head upper case. Rf head passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency (rf) head had a short, and the programmer telemetry would cut out when interrogating a device. The rf head was returned for service. There was no patient involvement.